Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of lower than 20 mg/dl. The customer was treated for the low blood glucose with IV by paramedics. The customer was informed that there could be many reasons for low blood glucose. The customer was not transferred to a hospital. The stated that the sensors were not working, but that the insulin pump worked fine. The customer was assisted with trouble shooting the transmitter. No further information was provided.